Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer used a backup insulin pump as alternate insulin therapy.